Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that the as lvp 20d low sorb 2ss 0.2m cv experienced check valve malfunction and concurrent flow/simultaneous flow. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported that there is a suspected back check valve failure due to medication that had backed up into primary bag of normal saline. D.1. Medical device brand name: as lvp 20d low sorb 2ss 0.2m cv. D.2. Medical device type: fpa. D.4. Medical device catalog#: 11532269. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/7/2020. G.5. PMA / 510(k)#: k944320. H.6. Investigation: one primary set sample and one non-bd secondary set sample were returned by the customer. It was reported that there is a suspected back check valve failure due to medication that had backed up into primary bag of normal saline. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was attempted to be primed with saline. However, there were a lot of air bubbles. Blue dye was attempted to be flushed through both smartsites. The distal smartsite was able to be flushed normally. The proximal smartsite was also able to be flushed, but met with a lot of resistance. There seemed to be an occlusion in the filter causing fluid to back up into the primary line. The occlusion was eventually forced through, but then the filter began leaking as well. There appears to be an issue with the filter which seems to be causing fluid to back up into the primary line. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. We will continue to track this issue and watch for any emerging trends. A device history record review could not be performed on model 11532269 because a lot number was not provided by the customer.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv experienced check valve malfunction and concurrent flow/simultaneous flow. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that there is a suspected back check valve failure due to medication that had backed up into primary bag of normal saline.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd tubing set experienced check valve malfunction and concurrent flow/simultaneous flow. The following information was provided by the initial reporter: material no.: unknown . Batch no.: unknown . It was reported that there is a suspected back check valve failure due to medication that had backed up into primary bag of normal saline.